Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Dents and scratches were seen on the insulation. The insulation was tested for cracks/damages and passed the insulation scan test. Probable root cause/s could be user misuse, excessive force, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the insulation had been compromised.